Event description:
Customer reported issue with frozen touchscreen on insulin pump, making it unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset, but the issue persisted, and technical support decided to replace the pump. The customer will use a backup insulin pump and received instructions for handling the replacement and return process.